Event description:
It was reported that the pt had not experience pain relief since a catheter revision in 2008. The pump volume was checked. The pump still had the full 18 cc that had been put into the reservoir. A single bolus of 2 mg was programmed about 2 months later with no pt response. A rotor study was done one week after; the rotor did not move. A catheter study had been done within a week prior to the rotor study and the catheter was found to be intact. A pump replacement was being planned. The pt outcome was reported as "no injury". The pump was used to deliver dilaudid. Refer to manufacturer report # 6000030200802088.

Manufacturer narrative:
The serial number is included in the device identification range for the synchromed el pump motor stall due to gear shaft wear physician communication (dated august 2007).